Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.

Event description:
The patient's legal guardian (lg) reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose to 28 mmol/l (504 mg/dl) and ketones of 4.4 mmol/l (79.2 mg/dl) while wearing the pod for 18 hours. The lg called the hospital and was advised to remove the pod from the patient's leg, activate a new pod and administer a pen correction. The patient was taken to the hospital where the new pod was removed and the patient was placed on an insulin drip. The patient was discharged after 26 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.